Manufacturer narrative:
Corrected data: h6 - medical device problem code 1494: off-label use (under 21 yrs of age at date of implantation) . Claim# (B)(4).

Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -14.0/+2.0/084 into the patient's left eye (os) on (B)(6) 2019. The lens was exchanged on (B)(6) 2023 for a longer length lens due to low vault and this resolved the problem. Cause reported as unknown.